Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
The complainant received a recall letter and called to report that an uti was experienced. The patient was hospitalized in (B)(6) 2017 for three days for the uti. The complainant reported that the uti was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
The complainant received a recall letter and called to report that a uti was experienced. Allegedly, the patient was hospitalized in (B)(6) of 2017 for three days for uti. The complainant alleged that the uti was treated with antibiotics.